Event description:
Healthcare professional reported a left side rupture and an exchange from textured implants due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and an exchange from textured implants due to concern with the product. Device has been explanted.